Manufacturer narrative:
At the completion of the investigation, the reported type iiib endoleak of the main body complaint is confirmed. The complaint is most likely device related (use of strata material). Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was not reported. Additionally, there was evidence to reasonable suggest 21% stent cage dilation of the main body occurred that was not included in the event as reported. The stent cage dilation was discovered during review of the 62 month post implant CT scan. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to 0.2%. Root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to 0.2%. The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. Correction: device code remove 1504, conclusion code remove 11.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported that the patient was initially implanted with and afx bifurcated stent graft and suprarenal device on (B)(6) 2013. On (B)(6) 2018 endologix became aware that the physician reported that the patient presented a type 3b endoleak. The patient is currently asymptomatic and re-intervention is being discussed.